Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was then withdrawn "not blocked", leading to the use of compression hemostasis. There were no reports of patient injury. The exoseal had been opened without any abnormalities. During use, it smoothly entered the sheath. The patient did not any have infectious diseases. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on black/black position and the cowling guard was found locked; the device is blood saturated. No other anomalies were observed during the visual analysis. Functional analysis was performed. Since the indicator window was received in black/black state, the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. Based on the information available for review and the product analysis, the reported event of ¿indicator window no change to indicator¿ was not observed. The indicator window was received in the black/black stage, however, functional analysis was performed and the window achieved the three stages with proper plug deployment. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest any issue with the device related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was then withdrawn "not blocked", leading to the use of compression hemostasis. There were no reports of patient injury. The exoseal had been opened without any abnormalities. During use, it smoothly entered the sheath. The patient did not any have infectious diseases. The device will be returned for evaluation.